Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the balloon would not inflate. Only 1ml of water was successfully injected, after which, the user began to experience resistance. Subsequently, the device was replaced without any reported problems.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. The following functional testing was performed: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique, and the balloon inflated without difficulty in 12sec and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon again with the quick fill technique, and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. A dimensional evaluation was performed, with the following results: eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 8/32¿, eye snip distance from proximal cuff 10/32¿, rubberize thickness 11 thou, reinforcement 158 thou, inflation funnel thickness 51 thou, balloon thickness (average) 22thou, inflation lumen coverage 10thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, after insertion, the balloon would not inflate. Only 1ml of water was successfully injected, after which, the user began to experience resistance. Subsequently, the device was replaced without any reported problems.